Event description:
The contact stated the customer had been received erratic readings. He tested his blood glucose and received readings of 90 and 230 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.